Event description:
Additional information was obtained, revealing that the patient's l5 drg lead was replaced via surgical intervention on 31jul2024. An l4 drg lead was also placed for better coverage of painful areas. Therapy was restored post op.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of the l5 drg lead. It was also reported that the patient experienced a post-op infection following ipg open trial procedure on (B)(6) 2024 (related manufacturer reference number: 1627487-2024-09777). As a result, surgical intervention may take place in the future to address these issues.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.